Event description:
It was reported that the patient experienced a loss of therapeutic effect six months after implant leading to acute pain in the upper back and left hand. The patient turned stimulation as high as 7.0 volts, but could barely feel it unless he put his head and shoulder in a certain position, which resulted in a shocking sensation. The patient got tired of using the device like this and allowed it to go dead. He had been prescribed one vicodin per day, but that didn't do anything. The patient wanted to find a new md and have the device removed, but was having difficulty finding a suitable hcp. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 39286-65 serial# (B)(4). Implanted: 2009 (B)(6), explanted: na; extension: model 3708120, serial# (B)(4). Implanted: 2009 (B)(6), explanted: na; extension: model 3708120, serial# (B)(4), implanted: 2009 (B)(6), explanted: na; anchor: model 3550-39, lot# n185243, implanted: 2009 (B)(6), explanted: na; programmer: 37743, serial# (B)(4); recharger: model serial# (B)(4).